Event description:
It was reported that during puncture, t1 and t2 fell off simultaneously, t1 was already secured in the patient. The procedure was successfully completed without any significant delay delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t1 and t2 fell off simultaneously.¿ please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. T1, t2 suture were returned separated from the device. The depth limiter was attached and had been trimmed diagonally. The delivery needle was slightly twisted at the distal tip. This style device has no deployment or automatic deployment mechanism. This product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. Cause for t2 to release can be twisting or distance between anchor sites pulling suture and t2 out of the track. Per instruction for use: ¿delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle.¿ complaint history review found no other report for this lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.